Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. Upon follow up, computed tomography angiogram (cta), showed a decrease in overlap between the main body and the proximal extension was seen. There was no visible endoleak. The physician elected to implant an infrarenal aortic extension as a preventative measure. During the secondary procedure potential thrombus in the left iliac artery may have come loose while implanting the proximal infrarenal stent. To ensure optimum flow in the left iliac artery the physician ballooned the left iliac artery and added a non-endologix stent. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, based on the patient data received, the clinical evaluation was able to confirm a type 3a endoleak with complete component separation. The clinical evaluation also identified the following potential contributing factors to the reported event; off label use and pre-existing occlusive disease. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not available for further evaluation. There have been no additional adverse events reported for this patient.